Manufacturer narrative:
Plant investigation: the actual device was not returned to the manufacturer for physical evaluation. Further investigation was not able to be performed. The serial number of the cycler used was unknown, therefore an investigation of the device manufacturing records was unable to be conducted by the manufacturer. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This is a report of a patient who experienced an increased intraperitoneal volume (iipv) event coincident with peritoneal dialysis therapy. A patient caregiver expressed concern regarding overfills and reviewed treatment records. During cycle two the patient drained 1882 ml, which was 187% of the patient¿s largest fill volume of 1007 ml. Follow up with the patient¿s nurse verified that the patient did not experience any injury or require medical intervention as a result of the issue. The patient had received a replacement cycler and was able to complete peritoneal dialysis therapy without complication.